Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device unexpectedly stopped functioning. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.